Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an unspecified issue occurred with the cgm. The sensor was inserted into the abdomen. The patient was hospitalized due to a motor vehicle accident caused by hypoglycemia. No symptoms were reported prior to the accident. The patient reported that he did not receive any alarms or alerts at the time of the event. The patient was unable to check his receiver at the time of the accident; however, there is mention that the values did not show on the receiver and at some point in the ambulance, the patient received a sensor failed screen on the receiver. The patient sustained injuries of two brain bleeds and a compression fracture. No cgm nor bg data were provided. The patient's hypoglycemia was treated by paramedics with dextrose. The patient was hospitalized for 2 weeks and in rehabilitation for another 2 weeks. While in the hospital, the patient was treated with insulin for routine diabetes management. There was no documentation of further medical intervention. At the time of the report, the patient was ok and in rehabilitation. No product or data was provided for investigation. The allegation and probable cause could not be determined. No additional patient or event information is available.